Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, when the patient removed their sensor pod from their body there was no sensor wire. The sensor was inserted at the abdomen on(B)(6) 2015. The patient had contacted her health care professional (hcp) the same day and hcp instructed the patient to go the emergency room. A sonogram was performed and the sensor wire was not located in the patient. The patient's hcp told the patient to monitor the insertion site to be sure further action is not needed. The patient is reported to be well. No additional event or patient information is available.

Manufacturer narrative:
(B)(4),